Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device started to fire, stopped to reposition. Started and stopped. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).